Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1 initial reporter address line 1: (B)(6).

Event description:
It was reported that corail2 non col ho size 11, pinn sector w/gription 54mm, unknown hip femoral head, and unknown hip acetabular liners were involved in a reported event following an orthopedic procedure. The event was associated with metallosis in the right hip, which is generally linked to metal-on-metal prosthetic devices due to interaction between articulating surfaces. The patient required a revision procedure due to metallosis, and a foreign body reaction was noted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 concomitant. Corrected: d3, g1. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: corail pinnacle ultamet. 2010. Metalosis right hip. The product was not returned to depuy synthes; however, photos were provided for review. The photos investigation reveled that the corail2 non-col ho size 11 shows signs of wear and what appears to be black organic material where it is assembled. It is reasonable to conclude the metallosis is generally associated with metal-on metal prosthetic devices which can occur from interaction between articulating surfaces. X-ryas found nothing indicative of a device nonconformance that could have contributed to reported event as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the corail2 non-col ho size 11 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.